Manufacturer narrative:
A visual examination confirmed the reported event; the plugs appear to be in good condition along the threads, however, the bottom of one of the two plugs does not show any discoloration or deformation from locking. The plug that does exhibit the characteristics of locking shows mild deformation. A review of the DHR indicated that there were no dimensional, functional, or material anomalies reported at inspection. Based on the visual examination, it is suggested the screws were not torqued and locked properly.

Manufacturer narrative:
Product enroute but was returned yet. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that post-op x-rays revealed several plugs to be disassociated from pedicle screw construct requiring revision surgery. Patient outcome: unknown